Manufacturer narrative:
Siemens filed the initial MDR on 21-dec-2018. Additional information (10-jan-2019): siemens further investigated and determined that the customer had not performed preventive maintenance on the instrument in more than 1 year. As per siemens instructions, the customer cleaned the internal surfaces of the dilution well. The customer stated that no further deviations in the results have been seen since the maintenance. Obsolete biological material accumulated in the dilution well assembly may have contributed to the different hcg results. The result and conclusion code in section was updated to reflect the additional information. Corrected information (13-jan-2019): the undiluted result was initially reported as 27.8 miu/ml. The correct result is 2738 miu/ml. Section has been updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 21-dec-2018. Siemens filed the first supplemental MDR on 01-feb-2019. Corrected information (19-feb-2019): the customer clarified that while (B)(6) is based in (B)(6), the customer in ukraine initially reported the issue. Section was updated to reflect the correct initial reporter information. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that different hcg results were obtained on a patient sample on an immulite 2000 instrument. The customer stated that the quality controls are within normal range. The cause of the different hcg results is unknown. Siemens is investigating the issue.

Event description:
Different human chorionic gonadotropin (hcg) results were obtained on a patient sample on an immulite 2000 instrument. When the sample was diluted in a 1:10 dilution and 1:20 dilution, the results were different than the result obtained on the undiluted sample. It is unknown which results were reported to the physician(s) and it is unknown which results were correct for the patient. There are no known reports of patient intervention or adverse health consequences due to the different hcg results.